Event description:
Superficial wound infection two weeks post right total hip replacement. Patient had to have a procedure to wash out possible infected hip.

Manufacturer narrative:
Catalog number and lot code of other device listed in this report: cat # 6260-9-136, lot # mmtvht description: v40 cocr lfit head 36mm/0. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device eval: patient kept.

Manufacturer narrative:
An event regarding infection involving a primary tritanium hemi cluster hole cup 58mm was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: a review of medical records could not be performed as none were provided. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Superficial wound infection two weeks post right total hip replacement. Patient had to have a procedure to wash out possible infected hip